Event description:
It was reported to philips that the screen drifts has incorrect readings and shuts down. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.